Manufacturer narrative:
The technician replaced the head up valve to repair the bed.

Event description:
Information received indicates the head articulation function is not working and will not function manually.